Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not getting any r waves on the left ventricular (lv) channel. Additionally, they could not get an lv capture. Technical services (ts) provided advice on potential following steps, such as x-ray. A lead revision is planned for this patient. The device remains in use. No adverse patient effects were reported.